Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that on (B)(6) 2021, a patient was at home and was sweating, drooling and being unresponsive due to hypoglycemia. The pod was worn for 4 to 24 hours on the leg. Patient's wife called the paramedics. Blood glucose levels were reported to be around 30 mg/dl when the paramedics arrived. The paramedics treated with patient with sugar.

Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.